Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend after about 20 turns of the v-clip. The physician removed the lead and attempted to extend the helix outside of the patient, and the issue persisted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.